Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq software did not did not function as intended. Reportedly, the pump suspended insulin delivery unexpectedly and the customer manually resumed insulin deliveries. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 128-301 mg/dl.